Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined as to why the metal liner and bearing dislocated. The root cause of the metal liner and shell not coming apart is the product design as the desired outcome of the two components is longevity and to be well connected. No failure of the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to hospital protocol; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 001825034-2021-01951.

Event description:
It was reported that the patient underwent a revision procedure approximately 2 months post implantation due to dislocation. During the surgery, while converting a dm liner to a g7 freedom liner to address dislocation, the surgeon tried all recommended extraction techniques to remove the metal liner, but could not be removed. Liner was eventually removed with cut it out with a metal cutting burr. Attempts have been made and additional information on the reported event is unavailable at this time.